Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vision side cart (vsc) common compute controller (ccc) due to it was bricked. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsc ccc was analyzed and in lighthouse, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed into the golden system where reported failure was triggered by indicating faults on the ccc, replicating the report event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bricked vsc ccc.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer called to report a message stating that the insufflator was disabled and the tower power button was blinking blue. Technical support engineer (tse) instructed the customer to power cycle and cycle the system, but the issue persisted. At this time, tse informed the customer that the system would not be available. The procedure was aborted to another da vinci with no patient involvement.